Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for lcd screen test. The service technician determined the screen lights up but was blank. The lcd display was adjusted. The device passed all the tests.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for lcd screen test. The service technician determined the screen lights up but was blank. The lcd display was replaced. The device passed all the tests.